Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping the infusion set's tubing got detached from the port near to site location. She faced this issue for a week and half now and she had already changed four infusion sets. The site location was patient's back and the pump was located at right side. Moreover, the infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The pump was dropped with the set connected to patient's body. Upon investigation performed on the returned used device (1 set), it was found that the tubing was detached from the tubing connector. Currently, her blood glucose level was 100 mg/dl. No further information available.